Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (b)96) 2018. Cartridge change sequence was completed the morning of (B)(6) 2018. User¿s basal rate is higher at the time of the cartridge change. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 45 mg/dl. The suspected cause was unknown. The customer drank juice to stabilize bg level. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.